Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had fluid in the insulin pump. The fluid was behind the new battery in the pump. The display did not reappear and the drive support cap did not appear to be damaged. Customer stated that this issue happened during normal use. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Device received compromised force sensor system alarm during rewind due to moisture damaged motor home switch. Also moisture damaged vibrate motor. Unable to perform self test, displacement test due to compromised force sensor system alarm.